Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump was able to be charged with different charging supplies. In addition, the battery gauge dropped form 80% to 5% then went back up to 100%. The customer's blood glucose level was not impacted.